Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1 implantable pulse generator (ipg) implanted: (B)(6) 2013; 4965-35 implantable pacing lead implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported the right ventricular epicardial lead impedance dropped from mid-300 ohms to 163 ohms post implantable pulse generator (ipg) change out. It was further reported the trend shows slowly decreasing impedance. Additional information obtained reported the lead was replaced with a transvenous lead. No patient complications have been reported as a result of this event.